Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Based on the analysis, the alleged load fill tubing issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer changed the pump supplies multiple times and insulin drips were still not observed. Customer's blood glucose level was 136 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.